Manufacturer narrative:
Continuation of concomitant products: 419488 lead, implanted (B)(6) 2013; dtba1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing within the atrial blanking period post bi-ventricular (bi-v) pacing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.